Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2013; vedr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient transferred from another hospital with both the atrial and ventricular leads dislodged. The physician chose to implant new leads instead of repositioning the old leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient transferred from another hospital with both the atrial and ventricular leads dislodged. The physician chose to implant new leads instead of repositioning the old leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.